Manufacturer narrative:
A review of the device history record for strattice lot s11170 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Based on the reported information, a relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up# 1 to report that on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a recurrent incarcerated umbilical hernia and was implanted with strattice device lot s11170-192 /1620002 on (B)(6)2013. The patient underwent a "drainage of prefascial space abscess with extensive debridement of skin and subcutaneous tissue" on (B)(6) 2013. The form lists the conditions that were treated were ¿wound infection", ¿abscess¿ on (B)(6) 2013. The ppf form indicates the patient was not implanted with any other devices. In addition to the ppf form, medical records were provided from the original implant surgery as well as the treatment surgery. As per the medical records from (B)(6) 2013, the patient was diagnosed with a recurrent incarcerated umbilical hernia and underwent repair on (B)(6) 2013. The patient weighed over 400 pounds and had enormous pannus and a previous laparoscopic repair of a very large umbilical hernia, which had recurred. There was a softball-sized incarcerated hernia in the umbilicus. It was noted that the previously placed mesh failed on the right lateral side and this was the recurrent area of hernia. This mesh was carefully cleaned up of any adhesions and the hernia sac was carefully dissected. The fascia was then carefully dissected from the overlying fatty tissue around the wound to allow for placement of a 10 x 20 cm piece of strattice. This was placed flat on the floor of the wound and it was sutured to the underlying healthy fascia circumferentially using multiple running 0 ethibond sutures. The wound was then copiously irrigated with saline and aspirated until dry. A #10 jp drain was brought out through a stab incision and sutured to the skin with 4-0 nylon and attached to bulb suction. The skin incision was then closed using a running subcutaneous 3-0 vicryl suture and stainless steel skin staples. As per the additional medical records from (B)(6) 2013, the patient was diagnosed with ¿patient is status post a hernia repair with biologic with wound infection/abscess. Patient is status post percutaneous drain placement¿ underwent a repair on (B)(6) 2013 due to having an abscess that was drained initially by radiology, which did not show resolution of the fluctuance and it was felt the patient would benefit from incision, drainage and wide debridement. As per the records, the necrotic skin and subcutaneous tissue were debrided. The mesh was exposed, a biologic was intact. The previous drain was removed. After drainage of abscess and debridement of necrotic tissue, wound vacuum was completed, wound irrigation was completed using the pulsavac. Moist, dry kerlix was used for packing. The patient will have a vac placed in several days postop. Although the ppf form does not indicate the patient was implanted with any other devices, as per the medical records, there was another mesh already implanted at the time of the strattice implant, but the device brand is not known. Based on the additional information received regarding the strattice device implant, the event code ¿infection¿ has been added and ¿reherniation¿ removed as it does not appear this patient experienced a recurrence of hernia with strattice. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.